Event description:
It was reported that the patient implanted with this right ventricular (rv) lead had presented to the emergency room (ER) due to an unrelated patient fall. X-rays confirmed the rv lead had dislodged, resulting in unsuccessful right ventricular autothreshold (rvat) tests. No syncope was reported. This rv lead was surgically repositioned, and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.